Manufacturer narrative:
Based on the case notes and follow-up attempts, it was found that the calibrations entered prior to the reported event, were entered as default sensor values. These false calibrations will interfere with the system performance. Further review from troubleshooting escalation, indicates that there were multiple occasions where the calibrations were not done on time and as a result the system blinded the sensor glucose due to 'calibration past due'. Also, from the case notes, it is found that during the past 6 days from the time the issue was reported, there were no issues with the system. Since the user refused to share more details of the event such as the exact time and date of the event, it cannot be confirmed if there was any issues with the system. No further investigation can be performed. H6 result code updated to 3221. H6 conclusion code updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, senseonics was made aware of an incident where the user experienced a hypoglycemic event and the system did not alert.